Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found during use with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, "when aspirating the diluent to reconstitute the drug, it was observed that the graduation of the 10 ml syringe of the first ml was not correct. It was less than 1 ml. Note: the 10 ml syringe had a problem marking the ml graduation. The 1 ml volume contained less than 1 ml. Not used on the patient. No harm to patient's health." 3 occurrences were reported. Information received by email on (B)(6) 2019: the defect was noticed in the manipulation, when aspirate the drug diluent. The customer informed that when aspiring the drug until the 3 ml mark, it was observed that the first ml was closer from the syringe tip than the usual. The drug used was docetaxel. The sample is not available (was discarded because was oncological drug)."

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible to observe scale marking issue ¿ scale misplaced causing volumetric accuracy issue. The probable cause for the printing occurrence is related to a failure system at the marking machine entrance, allowing the defect product flow of the process. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria is aql 0,40%. To improve the process, it was opened the maintenance note #(B)(4) to perform action to detect or contain this incident. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see h.10

Event description:
It was reported that scale marking issues were found during use with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, "when aspirating the diluent to reconstitute the drug, it was observed that the graduation of the 10 ml syringe of the first ml was not correct. It was less than 1 ml. * note *: the 10 ml syringe had a problem marking the ml graduation. The 1 ml volume contained less than 1 ml. Not used on the patient. No harm to patient's health." (B)(4) occurrences were reported. Information received by email on (B)(6)2019 : the defect was noticed in the manipulation, when aspirate the drug diluent. The customer informed that when aspiring the drug until the 3 ml mark, it was observed that the first ml was closer fron the syringe tip than the usual. The drug used was docetaxel. The sample is not available (was discarded because was oncological drug)."